Manufacturer narrative:
(B)(4). Device was implanted on unknown day in 2006. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-trilogy-liners-unk, lot # unk, item # 00642803201, alumina ceramic femoral head, lot # unk. The event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was confirmed by review of radiographs. From the x-ray review: curvilinear metallic focus seen inferior to the femoral neck on the CT dated (B)(6) 2017. Finding is also seen in this same location on the plain films dated (B)(6) 2017. Radiolucency noted along the proximal femoral stem . Contour irregularity of the superior acetabular cup. There is a right total hip arthroplasty in place superficially seated within the right femur. There is radiolucency along both sides of the proximal femoral stem. There s irregularity of the appearance of the entire acetabular cup with evidence of acetabular liner loosening and hardware disassembly. Curvilinear metallic focus inferior to the femoral neck is present with mild bony fragmentation , possibly heterotopic ossification. Streak artifact does limit evaluation. The acetabular liner may be fractured inferiorly. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause unable to be determined. A summary of the investigation has been sent to the complainant. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to eccentric poly bearing wear and the presence of a foreign body as seen on x-ray. Intraoperatively, a small metal ring of unknown origin was identified and removed. No further information has been made available at this time.